Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection, and the observed event was confirmed. Based on the results of the investigation, the root cause of the event was unable to be identified as the device was not returned to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when withdrawing the subject device from the patient, the balloon came off the distal tip of the scope and fell into the patient's lung cavity. When preparing the subject device the tip looked narrower and the balloon did not have a snug fit. The balloon was retrieved immediately. There was a slight delay to the diagnostic procedure while the balloon was replaced and the procedure was completed.